Event description:
A vns physician reported that during a clinic visit a patient was complaining of neck pain at the electrode site with stimulation that began approximately two weeks prior. The pain was reportedly worse the previous night causing the patient to visit the neurologist. The neurologist took x-rays, cat scan and did an ultrasound of the area which were all normal. The patient denies any trauma to the site, but indicated that he recently started working out. The patient's device was turned off. Clinic notes dated (B)(6) 2012 were received which indicated that the patient had a sudden pulsing sensation in the throat two days prior with a subsequent burning sensation and painful stimulation in the left, lateral neck where the vns lead is. The physician stated in the notes that he suspected a stretching injury to the vagus nerve or surrounding soft tissue. During this clinic visit, the patient's settings were decreased, and after fifteen minutes, the patient did not have improvement with the irritation. However, after another twenty minutes of waiting, there was reportedly no abnormal feeling anymore. It was noted that if the patient is no longer having irritation, the settings will be increased. In the notes dated (B)(6) 2012, it was noted that the patient was awakened by the "shocking sensation to the left neck." The physician noted that he was unsure of the lead integrity. However, the x-rays did not show any anomalies. Diagnostics were later performed on (B)(6) 2012, and the company representative reported the diagnostics showered high lead impedance. The device was subsequently disabled, and the patient was referred for surgical consult. No trauma is suspected to have caused the high impedance, and there were no medical changes prior tot he event. Since the x-rays reportedly did not show any anomalies, it is not believed that a copy is being sent to the manufacturer for review. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2012. The implant card was received by the manufacturer which confirmed that the patient had generator and lead replacement surgery on (B)(6) 2012. It reported that the generator was replaced prophylactically, and the lead was replaced due to the high lead impedance. The generator and lead were discarded by the hospital, so product analysis cannot be completed.

Manufacturer narrative:
(Conclusions) - device failure is suspected, but did not cause or contribute to a serious injury.